Manufacturer narrative:
The supplier of the monitor arm was contacted. The supplier indicated that the issue can occur if the set screw isn't set into the spacer correctly when assembled. The supplier indicated they have not seen this issue occur. It cannot be determined if the set screw was installed properly at the time of installation in 2010. Local service documentation was reviewed. The instructions for installation of this part are provided by the vendor and are clear. No malfunction was identified and no additional complaints of this nature have been received.

Event description:
The customer reported that a user was injured when trying to adjust a monitor. The monitor was attached to an articulating arm and there was a loose screw on the arm. The user tried adjusting the monitor and both the monitor and screw fell off, injuring the user's hand. The monitor fell onto the back of the user's hand. The user initially had discomfort in the hand and no other symptoms. There was raised tissue, redness, and bruising, but no broken skin at the site of the injury. The user was sent to the facility's health center where an x-ray was taken of the hand. On the x-ray, it was determined that there were no broken bones in the hand. The user was given aleve and put a brace on the hand. The user was sent back to the laboratory to work. The user indicated that the hand still hurt. The user went back to the doctor on (B)(6) 2013 and the doctor put a different brace on the user's hand. The doctor advised the user to take aleve as needed for the pain. The user went back to the employee center's physician on (B)(6) 2013 as she still had swelling in her hand. The physician ordered x-rays. On (B)(6) 2014, the user was contacted. The user stated that the x-rays did not show an obvious break or other damage in the hand. The user was put on work restriction to prevent her from using the hand excessively. The user indicated that she was working her job anyway because of the work flow. She was wearing a heavier brace than previously. The health center made an appointment for the user to see a hand specialist. The user indicated that there was still pain and that she is taking tylenol. She provided no information on when she switched from using aleve to tylenol. On (B)(6) 2014, a customer at the site was contacted. The customer stated that the user had been put on a steroid drug, but she did not know what drug it was or the dosage. The customer did indicate that the drug dosage was a decreasing dosage packet, but this was all the information she could provide. The customer confirmed that the user is assigned to light duty. The field service representative determined that there was a mechanical failure of the monitor mount. The monitor and articulating arm came loose from the anthro computer table. The laboratory contacted in house maintenance to reinstall the monitor and arm. The in house maintenance reinstalled the monitor and arm prior to the arrival of the field service representative. The field service representative noticed that a couple pieces to the articulating arm were not present. He replaced the monitor with a cobas link monitor until a new articulating arm arrived. The monitor was placed on a monitor base. The monitor in use was operating ok and was secure on its own base that sat on the computer table. A new arm was ordered. The field service representative later returned to replace the monitor mount. The customer was then able to adjust the monitor and use the monitor to operate the instrument.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.